Event description:
It was reported to philips that the battery pins were damaged. There was no patient involvement.

Event description:
It was reported to philips that the battery pins were damaged. There was no patient involvement. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J2 pin 1 was broken and pin 2, which is parallel to pin 1, had double the contact connection. Pin 3 was permanently compressed and bent. Pin 5 and pin 7 were loose and bent.